Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an interventional endovascular aneurysm repair (evar). Reportedly, the device failed to deploy. The sheath was upsized to greater than 8.5f. Hemostasis was achieved with a second device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.